Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient who was receiving unknown morphine drug and bupivacaine via an implantable pump for non-malignant pain. It was reported by the hcp that the patient had bacteremia and had been draining "copious amounts" of fluid from around the pump site (caller estimated that it was more than 20 cc) for the last few weeks. It started out clear, but the caller stated that it was now "kind of champagne colored." Caller stated that it started as clear fluid, and then the site got infected, and the patient had pus. Since then, they have diagnosed the patient with a bacterial infection in the bloodstream. Caller mentioned that there was a pinpoint open wound over the pump, and they felt fluid in the area. Pump was last filled (B)(6) 2026. Additional information was received from the rep stating that the patient's pump was turned off due to the infected pump pocket.